Manufacturer narrative:
We have not received the complaint device for evaluation since it was discarded by the user. Without the returned device, we remain inconclusive on the exact cause of the malfunction. We have performed a burst test and water entry test on a sample of units from our inventory. All of them passed the minimum specification. Likewise, we have also performed inspection on these grafts. None of them showed any defects. Please note that we perform 100% water entry test of the manufactured graft during our in-process inspection. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have initated a corrective and preventive action (CAPA) to address the potential root cause(s) of this defect. The CAPA remains an active project at this time.

Event description:
Prior to anastomosis, during preparing the graft, a layer of the graft started to separate when the surgeon cut it across the graft.